Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the device was not fully connected resulting in the reported leak; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: 4582 code was added.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that bubbles were observed in the indeflator 20/30 when in negative setting indicating a possible leak. Another indeflator was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.